Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction to the initial report. Corrected field: h5. Updated fields: d8, h3, h4, h6, h11. The device was returned to the regional investigation center for inspection and was then sent to the third-party manufacturer for further investigation, but it was never received. Thus, investigation was performed based on available information. Based on the results of the investigation, and since the device was lost in transit to the third-party manufacturer, the customer request is not confirmed, and the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
It was reported during an unknown therapeutic procedure that the laser fiber broke in two while being fired in the patient's upper urinary tract. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer and it was reported that the fibers were retrieved.

Manufacturer narrative:
Additional information was provided by the customer that the fibers were retrieved. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.